Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The automated impella controller logs confirmed the reported failure. There was a battery failure alarm and a battery 2 communication failure alarm due to loss of communication to the battery. Though there is no long term powerdata from the complaint date, it is most likely a cell imbalance with battery 2, which caused the battery pack internal electronics to shut down the battery 2. The console was tested on a lab bench. The failure mode was reproduced while running the automated impella controller (aic) without alternating current power. The battery failure and the communication issues was also confirmed by performing a batttest in the terminal window and by visual inspection of the battery liquid crystal display screen. The failure mode was reproduced on an engineering lab bench. The battery failure alarm was due to a defective battery. The root cause of the defective battery was most likely due to cell imbalance. The cause of the aic issue was a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that the controller showed yellow and red battery failure alarm. This was a servicing issue. No patient case was involved.